Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient needed assistance with their cardiomems patient electronic system (pes) signal acquisition troubleshooting due to difficulty taking readings. The minimum signal strength was lowered to 50%, and search pressure was increased from 16 mmhg to 21 mmhg. The patient was taking readings in a sitting up position. Started reading without the patient, blue 90, cancelled the reading. It was noted that the pes was in a different language, and the patient was guided to change the language. Hnext they had the patient move the pes to center back of sofa. Started reading without patient, white 0-7, blue 70, cancelled reading. Had patient then place folded blanket behind the pes. Started reading without patient, blue 60, cancelled reading. Booted pes and started reading without patient, blue 65, placed folded blanket behind pes, white 0, blue 60, cancelled reading. The patient placed a pillow behind the pes, then removed folded blanket. Started reading without patient, blue 54, cancelled reading. The patient was advised to place the pes on left seat sofa, white 7-10, cancelled reading. The patient was then asked to lay in normal position, spine center, head on headrest. Started reading, green, good position x4, white 43, green. The patient was unable to shift, green 71, cancelled. Started reading, green, and then tilt left, reading and transmission successful. Confirmed in zed, third and fourth reading is flagged for interference. The patient then was to lay spine center, tilt left, head on headrest. Started reading, white 12, tilt left, white, blue, green 54, bear hug, green, music playing, patient advised they have their arms in the air, white, blue 42, cancelled reading. Internal electromagnetic interference (emi) - yes - left ventricular assist device (lvad). The patient had no joint replacements or life alert necklace or bracelets. The search pressure was adjusted from 16.0 to 21.0, and minimum signal strength from 60.0 to 50.0. Manually sent readings and transmission was successful. Booted the pes and had patient sit spine center, head on headrest. Started reading, white, blue 65, tilt left, blue, green, blue, back flat, bear hug, blue, white, cancelled reading. The patient was exerted and was advised to keep trying readings on their own and referred to clinic for follow up. The cause of the problem was determined to be emi and patient positioning.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported interference could not be conclusively determined, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the lvas with other devices, resulting in potential interference between the lvas and other devices. Section c also states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. Section 6, "patient care and management," warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. No further information was provided. The manufacturer is closing the file on this event.